Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a piece of broken plastic was found after opening package containing luer lock syringe. Found before use. No reports of seroius injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a piece of broken plastic was found after opening package containing luer lock syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received a sample syringe for evaluation from lot, 8004792. Our quality engineer visually inspected the returned sample and observed a piece of foreign matter present. Upon further investigation it appeared that the foreign matter was a piece of plastic. Based off of the visual inspection the engineer was able to verify the reported issue of foreign matter. Foreign matter can be packaged with the syringed during the assembly process. It was possible that a jam occurred during production that damaged a syringe causing a piece of plastic to be chipped off and land on a syringe. However, this appeared to have been an isolated incident as there were no other reports of foreign matter associated with this lot number. A review of the device history record revealed zero defects found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a piece of broken plastic was found after opening package containing luer lock syringe. Found before use. No reports of seroius injury or medical intervention noted.